Event description:
The event is reported as: flow failure was found at the functional test before use. A slight gap can be seen between upper and lower housing. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.